Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Po valve is blocked. Explanted. Delivered with the return kit inside an unknown liquid.

Manufacturer narrative:
The control reservoir was returned in a bag, dry without liquid. A visual inspection was performed and there were no obvious defects identified. To check if the control reservoir was clogged, a permeability test was performed. By pumping the membrane we try to fill the reservoir with fluid. The investigation showed that the reservoir easily with filled with liquid. At the same time, the liquid could without difficulty be redirected via the catheter. The reported issue was not confirmed based on investigation. No further actions are required.